Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumers chair goes in circle, eventually the right motor kicks in. Provider checked voltage coming from the motor and it was not sufficient enough voltage. Consumer states that when the right motor first starting lagging it caused the consumer to run into the wall and took a chunk out of the right arm pad.